Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified.

Event description:
The customer reported the device alarming the battery is not connected. If no patient harm reported. Request for patient information declined.